Manufacturer narrative:
If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when attempted to remove the catheter, the balloon was unable to deflate. Therefore, cutting the catheter was repeated, as the result the balloon deflated, and the catheter was able to be removed. There was no patient harm reported.

Manufacturer narrative:
H3 evaluation summary. The device history record (DHR) for the reported lot number was reviewed. This lot was manufactured as per defined device master record. All acceptance criteria were met, and this batch was released meeting all the acceptance criteria. The sample was received at the plant. The sample was examined under a magnifying camera for physical inspection. A clamping mark was found on the shaft. The high-pressure clamping caused the balloon airline to constrict and collapse, and it was unable to perform deflation as intended. As the reported condition was not induced by the manufacturing process, further action is not required. Corrective action will be limited to manufacturing awareness of the issue. No further corrective action is required at this time. This complaint will be used for tracking and trending purposes.